Event description:
The customer stated the spirit combo pump over-delivers insulin after an occlusion clears. Customer stated after an occlusion he cleared this morning, his blood glucose was 64 mg/dl. Customer's normal blood glucose level is 160 mg/dl. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.